Event description:
It was reported that when the device was plugged in, a circuit burned and emitting black smoke. The event occurred during implementation of pump at facility. There was no patient involvement.

Manufacturer narrative:
H4 - device MFR date is unknown. No information is available based on the reported serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.